Event description:
Unomedical reference number (B)(4). Event occurred in switzerland. It was reported that patient faced infusions set tubing detached on event on 19-jun-2024. Location of detachment close to site location. Insertion site location was abdomen.infusion set has been used for 5 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).